Event description:
It was reported that while administering an antibiotic and programmed at an unspecified rate the clinician noticed a wet spot on the floor and upon further investigation noted a leak coming from above the roller clamp of the tubing. There was no patient harm reported.

Manufacturer narrative:
The customer report of a leak coming from above the roller clamp of the tubing was confirmed. Visual inspection of the set observed slight fluid leakage at the outlet of the adapter tubing and pvc tubing. Functional testing confirmed the leak. Pressure testing confirmed the leak. Inspection under magnification of the engagement of the leak area observed that a side of the tubing's outer diameter was not adhered to the wall of the adapter tubing. An area of the tubing directly below the adapter tubing component was cut and its outer diameter was measured as 0.138 inches. The measurement was noted to be out of specification per its outer diameter specification of 0.145 ± 0.003 inches. Another area of the same tubing, directly above the lower smartsite component, was cut and its outer diameter was measured as 0.142 inches which was within specification. The root cause was identified as a supplier issue. .

Manufacturer narrative:
Concomitant medical products: 50 ml b braun bag, lot: ba184090, exp: 11/2, meropenem injection the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, the patient¿s demographics was not provided.

Event description:
It was reported that while administering an antibiotic and programmed at an unspecified rate the clinician noticed a wet spot on the floor and upon further investigation noted a leak coming from above the roller clamp of the tubing. There was no harm.